Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
It was reported that, "the reamer broke while in the bone. Were able to get it out with the guide wire and the guide wire was stuck in it with the broken pieces in it. Nothing left in the patient, verified with xray."